Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. An attempt was made to administer a shock to the pt with the device. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. Drugs and CPR were administered to the pt. A backup ambulance arrived after approximately 20 minutes and defibrillator shocks were administered to the pt using the backup defibrillator. The pt's rhythm converted to pea and then to an agonal rhythm. The pt was delivered to the hosp with a rhythm of fine ventricular fibrillation. The pt's outcome was not known.